Event description:
A 3.5 mm diameter x 12 mm length driver otw coronary stent delivery system was inserted into a patient for the treatment of an om lesion. Lesion morphology was reported to be non-tortuous and non-calcified; however, the vessel was small. The lesion was pre-dilated. It was reported that an endeavor drug-eluting stent was successfully deployed proximally to a previously deployed stent. It was reported that the physician was attempting to cross the lesion and was using excessive force. While advancing the catheter, the stent dislodged. The physician believes that the stent caught on the previously deployed stent. It was reported that the physician attempted to snare the un-deployed stent and this was unsuccessful. The driver was pushed into the native coronary where it remains. No further intervention was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results - embolism-device. Secondary intervention.